Event description:
It was reported that the patient with this device felt pain and discomfort from the new implant. Also, the device was smaller than the previous device that patient had. The doctor repositioned the pulse generator. There were no additional adverse patient effects. The deice remains implanted.